Event description:
It was reported that an ilet touchscreen became unresponsive in the center of the display, and standard troubleshooting steps including cleaning, attempting unlock, stylus use, charging-pad testing, wake-button hold for capacitive recalibration, and device restart did not resolve the issue, leading to a replacement device being provided; the device was later returned. Symptoms included impaired device interaction due to unresponsive touch input. Outcomes included interruption of normal pump use with temporary reliance on backup therapy and continuation of cgm use per guidance. Investigation included remote troubleshooting, user education on unlock procedures and always on display behavior, attempts to recalibrate the touch sensor via prolonged wake-button press, and assessment of function by third parties and while on a charger. Investigation of this device revealed a persistent touchscreen malfunction consistent with a nonresponsive capacitive touch sensor on the display module. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.